Manufacturer narrative:
Patient identifier and age were not available from the site. The hardware investigation found that the reported event was related to a hardware issue. As reported, the lower joint has been over-tightened. There are tool marks on the tab. As a result, the lower joint cannot be easily released or re-tightened by hand. This issue was documented in a medtronic navigation hardware anomaly tracking database. The device was replaced to resolve the issue.

Event description:
A medtronic representative reported that during an epilepsy electrode placement surgery they had difficulty tightening the precision aiming device (pad). There was no delay in the case, as the surgeon tightened the pad with a needle driver. They continued and finished the case with navigation. There was no impact to the outcome of the patient.